Event description:
The patient reported his ipg is unable to communicate with external devices. The patient is to meet with his physician and the sjm representative as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.